Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's connections came loose, and IV solution was leaking onto bed. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: 02-dec-2024. H3: two unit were returned for investigation with one unit in unopen sterile packaging. Both units received were assembled correctly with no missing components or physical damage noted. Functional testing was performed and all samples passed testing. The reported issue was not replicated. No causes or potential causes to the customer's reported problem were found for this lot during the lot history review.